Event description:
It was reported that during central processing, frayed wires were identified on the mega needle driver instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed. The grip cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.